Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming pulse lead hi-pot testing. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming pulse lead hi-pot testing upon eval, the brown (lead 1-) was damaged inside the cable connecting ECG electrodes c and d and the distribution node (dn). The cause of the incoming test failure is the damaged wire. The root cause of the damaged wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire. The last patient to use this belt did not report any deficiencies.